Event description:
Customer reported to beckman coulter, inc. (Bec) that blood was leaking inside the coulter lh 750 slidemaker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed blood leaking from the probe rinse block of the lh 750 slidemaker. The fse replaced the rinse block, probe, and associated parts. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation - results: rinse block. Bec identifier for this complaint is (B)(4).